Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "rn reported she attempted to change the clock on the pump and once she hit done the pump screen turned blacked, pink and then blue and the pump stopped pumping. Alarm history showed system 7 error subcode 5, purge failure subcode 8. Pump was pumping at time of call connected via ft, fos not connected at this time. Autopilot ECG at time of call". As a result, the pump was exchanged for another. No patient harm or injury. The patient status is reported as "fine".